Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display was dim and faded. Reporter stated that the issue occurred gradually over time and the issue was not resolved by battery change, lens film removal or contrast reset. Reporter denied moisture exposure or trauma to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusions can be made at this time.